Manufacturer narrative:
(B)(4). Evaluation summary: a visual and functional inspection was performed on the returned device. The reported stent dislodgement was confirmed. The reported material rupture could not be confirmed; however, a leak was noted due to a tear in the shaft. The reported physical resistance and failure to deploy could not be tested as they were based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to deploy, physical resistance, stent dislodgement and foreign body in patient appears to be related to the operational context of the procedure. The investigation was unable to determine a conclusive cause for the reported material rupture, as it could not be confirmed during return analysis testing; however, it is likely that the account was referring to the noted leak due to the noted tear in the shaft. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a mildly tortuous, heavily calcified lesion in the marginal coronary artery. A 2.5x15mm xience sierra stent delivery system was advanced to the target lesion with anatomical resistance. The balloon was then pressurized to 10 atmospheres (atm) and would start to decrease in pressure. The indeflator was removed from the sds, and subsequently re-prepped and re-attached to the sds. The balloon was then re-pressurized to 10 atm and would start to decrease in pressure. The sds was removed from the patient without issue; however, upon removal of the sds, it was noted that the stent was no longer on the balloon and had moved to a heavily calcified area in the proximal circumflex coronary artery. A 2.0x12mm non-abbott nc balloon dilatation catheter (bdc) was used to attempt to retrieve the stent, but the bdc moved the stent into the mid circumflex. A 3.0x12mm non-abbott bdc was then used to deploy the stent in the mid circumflex, and a 2.5x15mm non-abbott sds was used to treat the target lesion. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.